Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left carotid artery. After a filterwire ez¿ crossed the lesion, a 8.0-21mm carotid wallstent¿ was successfully implanted in the lesion. However, when trying to remove the filterwire ez¿ it touched the implanted 8.0-21mm carotid wallstent¿ and it "shrunk". The filterwire ez¿ was completely removed and a new wire was advanced with success and another carotid wallstent¿ was deployed inside the first implanted stent. The wire was removed and the procedure was completed. No patient complications were reported.